Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vich12.6 implantable collamer lens, +07.00 diopter, in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting, reduction of best-corrected visual acuity, significant reduction of irido-corneal angles, angle closure with elevated intraocular pressure and unreactive (fixed) pupil. A yag was performed. The lens was not exchanged for another lens. The reporter indicated the cause of the event was due to difficulty sizing wtw/angle length and the anatomy of the patient's eye. See MFR. Report 2023826-2018-01422 for initial lens.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned in liquid in a lens case/vial. Visual inspection found the haptic torn/broken. Dimensional inspection found the lens within specifications. (B)(4).